Event description:
It was reported that patient was not getting enough relief of stimulation from the implantable pulse generator (ipg). The patient underwent a full spinal cord stimulator (scs) system explant. The explanted devices will not be returned as it was not released by facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7098665/ 7098709.